Event description:
It was reported that the lower display screen of the external pulse generator was dim and on the keypad the "select" and "menu" were intermittently unresponsive. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower part of lcd (liquid crystal display) is dim due to keyboard window being extremely scratched. Menu and select buttons work intermittently; domes are collapsed. Upper and lower case halves are broken and corroded. Battery release is contaminated. Control knobs are damaged. Both bail covers are broken. Lead flex cover is corroded. Battery contacts are compressed. One bail is missing. Battery drawer is contaminated, has tool marks, and latch is damaged. Lcd is missing one column on lower part of display.